Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point, the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow-up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.

Event description:
Affiliate reported that the valve pressure changed automatically. It even occurred after the doctor set the pressure after the pt got the 3.0 tesla MRI exam. The doctor doubted the device was broken, because no problem occurred afer 1.5 tesla MRI exam. No revision was done. There were no adverse consequences to the pt.